Manufacturer narrative:
Ge representative evaluated the system and regreased the candlestick (high voltage) connectors, and tightened a lemo connector. System operates as intended.

Event description:
Customer reported, the system displayed an ma sensor error several times during a procedure. No pt injury was reported.